Manufacturer narrative:
(B)(4). G2: foreign: japan. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a foreign body was found in the surgical field. It is believed that this fractured piece came off of the screw; however, it cannot be confirmed. The piece punctured the surgeon's glove and hand. The surgeon washed his hands, changed his gloves and completed the procedure. There was a 5 minute delay due to the surgeon inspecting his hand. The fractured piece was removed from the surgical field and no further intervention was needed for the surgeon's hand. There is no additional information available at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} visual examination of the provided pictures identified a fragment from the screw, and the screw with damage to the threads. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Based on the provided image, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.